Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), that the subject meter read inaccurately low compared to a laboratory device. The reporter claimed obtaining blood glucose readings where the subject meter read 18% higher than a laboratory device. No exact values were provided. This complaint is being reported because the meter readings may not have met lifescan's criteria for precision and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.